Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. Per instructions for use (IFU) , it states: IFU handling and general precautions. Caution. Do not apply impact to the camera head. There is a possibility of damage. ¦ precautions for cases where endoscope images disappear unexpectedly or freeze cannot be released. Warning. The following precautions must be strictly observed. Endoscopic images may disappear unexpectedly or the freeze cannot be released during an examination, which may result in failure to obtain normal images. - do not bump or drop this product. Water leakage may cause damage to the electrical circuits inside the product. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had air leakage from the switch section. There was no patient involvement.